Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm. Customers stated that the button was not press for 3 minutes or longer. Customer reported erosion in the battery compartment after swimming. Customer stated that the battery was change multiple time but the alarm was not cleared. No harm requiring medical intervention was reported. The customer will discontinue use of the device.

Event description:
The insulin pump was returned for analysis.

Manufacturer narrative:
Retainer ring = black. Device type = ngp customer returned device for an alleged stuck button alarm, exposed to moisture and cosmetic damage in battery tube found on june 07, 2022. The device failed rewind test. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to device failing rewind test. Successfully downloaded history files and traces using thus. Pump error was confirmed during testing and present on device downloaded history on november 01, 2022 06:36:13.000. Stuck button alarm was found in history on june 07, 2022 20:07:58.000, however, did not trigger during testing. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly, motor and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, cracked case (battery tube), corroded battery tube and dried insulin - motor slide. Motor was stuck and motor slide did not move. In summary, pump error was triggered during testing and confirmed in device downloaded history. Motor did not move. Moisture damage on electronic assembly, motor and force sensor was noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.